Manufacturer narrative:
The affected complaint device was not returned for evaluation. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The affected complaint device was not returned for evaluation. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed to take out the stem due to unknown reasons.